Manufacturer narrative:
The reported complaint of user advisory (ua) 2 (compression tracking error) and ua 8 (motor controller fault detected) was confirmed through evaluation of the returned autopulse platform (B)(4); however, the reported ua 4 (battery charge state too low) was not observed in either functional testing or archive data review. The root cause of the issue was due to a faulty drive train motor. Review of the archive data found multiple ua 2 messages (occurring on the first compression) followed by several fault 8 on (B)(6). Initial functional testing could not be performed due to a ua 8 message during take-up. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load or the spool shaft position is not increasing during compression. The motor controller's built-in fault detection system signals a fault. Further evaluation found that the load cell modules are within specification. Unrelated to the reported issues, during visual inspection damage was found to the front and bottom covers, and the encoder drive shaft exhibited binding and resistance. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse (B)(4).

Event description:
As reported, during a training session (on a test manikin) the autopulse platform displayed a user advisory (ua) 2 (compression tracking error), ua 4 (battery charge state too low), and a ua 8 (motor controller fault detected). There was no patient involvement.